Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports leakage occurred approximately two months after implementation. Holes were found on the venous silicone tube. The catheter was pulled and replaced.